Event description:
The physician reports that a pediatric pt underwent cataract surgery with implantation of the crystalens iol in the left eye. Preoperatively the pt had a traumatic cataract sustained from blunt trauma. Intraoperatively the zonular weakness was observed, presumably associated with the prior trauma. One week postoperatively the lens vaulted in a z-configuration. Lens repositioning was performed on (B) (6) 2009 and (B) (6) 2009; during the latter repositioning procedure a capsular tension ring was inserted. At this time the asymmetrical lens vaulting persists and the capsular tension ring is malpositioned. Further intervention is planned to reposition the lens and remove or exchange the tension ring. The pt's current bcva is 20/20 with j2.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the physician, the root cause of the reported issue of lens vaulting is related to the large capsulorhexis size. (B) (4).